Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed low pacing impedance and oversensing noise resulting in inappropriate mode switch on the atrial lead. The physician elected to explant and replace the atrial lead. The patient condition was stable.

Manufacturer narrative:
The reported events of low pacing lead impedance and noise were confirmed. As received, a partial lead was returned in one piece. During electrical testing the lead failed high potential test. Destructive analysis was performed and visual inspection of the lead found abrasion breaching the inner insulation at 20.0cm to 20.5cm from the distal tip. The cause of the reported events was isolated to the inner insulation abrasion.